Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device modified set screw was loose and had a non-anspach hose. It was also observed that the device had an unknown liquid inside. The use of the non anspach hose is consistent with unauthorized repair and the loose set screw is consistent with normal wear over time, the unknown liquid inside the device is consistent with improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device would not lock the cutter device in. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.